Manufacturer narrative:
An 0x14 hazard alarm, indicating an occlusion, was generated during the pod¿s operation. A root cause for the alarm could not be determined. The pod could only connect to a pdm when connected to an external power source. The bottom and middle batteries were observed to have less than the expected amount of voltage, and the shelf mode current was outside of specification. The reservoir cap was deformed and the teeth on the top wrung of the ratchet gear were slightly crushed. During a testing, the hook pegleg failed to catch the ratchet gear teeth. Had this damage been present during use, the pulse widths would have decreased and the rotational sensors would fail to transition. The data from the pod contained timeouts and an occlusion alarm. This damage occurred post-use.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod for 2 days. Patient stated the pod alarmed while receiving a 1.9 unit bolus.